Event description:
The doctor reports that the dental implant located in dental position number #23 failed due to having a damaged hexagon which caused rotational movement and loss of stability the doctor reports in the per that the procedure was not concluded by placing another implant. Pain and edema were reported as a result of the event.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A3: gender: unknown / not provided. A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number.